Event description:
Pt was chewing on the end of pt cable. Aluminum label came off and child swallowed causing partial airway obstruction. Child reportedly taken to hosp where label was removed from airway. No permanent damage. Dealer was not notified of event until the next service call (2 days later).